Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed. The reported crack/break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incident. The investigation determined the crack/break appears to be related to a potential product quality issue. An exception has been initiated due to the potential product quality issue and corrective action, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the distribution center was performing an inspection on a 6.5 x 40 mm supera peripheral self-expanding stent system (sess), and a crack was observed. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis was completed and the results revealed that a piece of the sheath flush port was chipped off at the proximal end of the sheath flush port.